Event description:
The customer reported the unit would not turn on. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A philips bench technician evaluated the device and verified the failure. The issue was determined to be a failure of the power pca. The power pca was reported to resolve the issue. The device remains at the customer's site. See scanned page.